Event description:
Per the cardiac technician "after placing halo catheter into right atrium multiple electrodes were not displaying and/or noisy."what was the original intended procedure?cardiac ablation.